Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed its incoming vxi testing due to intermittent device operation. Analysis further noted that the upper and lower cases were broken, the battery drawer and bail covers were contaminated, the ring was bent and the interconnect flex creased. The device was to be scrapped in-house. (B)(4).